Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. There was no adverse impact the customer¿s blood glucose. Reportedly, the issue was resolved and the customer continued to use the pump for insulin therapy.